Manufacturer narrative:
Model: sc-2316-70, serial: (B)(4), description: infinion 16 lead kit 70 cm. Model: sc-3400-3,0 serial: (B)(4), description: splitter 2x8 kit-sterile.

Event description:
A report was received that the patient was experiencing right sided pain, because the existing lead did not cover her pain. A fluoro exam confirmed the lead was placed too far to the left. The patient underwent a revision procedure wherein the lead was repositioned, and the pain area was covered. During the implant procedure to add an additional lead, the physician noted high impedances on the existing lead which occurred when the lead was connected to the splitter. Several attempts were made to clear the impedances by connecting and disconnected the lead from the splitters. The physician elected to replace the lead and the splitters. It is unclear which of the existing leads was replaced. The pain area was covered and the patient is doing well post-operatively.

Event description:
A report was received that the patient was experiencing right sided pain, because the existing lead did not cover her pain. A fluoro exam confirmed the lead was placed too far to the left. The patient underwent a revision procedure wherein the lead was repositioned, and the pain area was covered. During the implant procedure to add an additional lead, the physician noted high impedances on the existing lead which occurred when the lead was connected to the splitter. Several attempts were made to clear the impedances by connecting and disconnected the lead from the splitters. The physician elected to replace the lead and the splitters. It is unclear which of the existing leads was replaced.the pain area was covered and the patient is doing well post-operatively.

Manufacturer narrative:
Sc-2316-70; (B)(4): device analysis of lead revealed that the edge of retention sleeve and portion of the lead body were crushed by the setscrew. This damage indicates over insertion of the infinion into the splitter connector. The retention sleeve was deformed resulting in the inability to remove the lead from the splitter. Also, due to the over insertion, all contacts were misaligned with the spring contacts within the splitter connector stack resulting in the reported complaint. Sc-3400-30; (B)(4): device analysis of the lead splitter revealed that per x-ray inspection contact # 10 is fractured. This damage typically occurs when the lead body is subjected to excessive tensile force or when the distal array is bent resulting to cable fractures within the connector. Sc-3400-30; (B)(4): device analysis of the lead splitter revealed that no anomalies were found. Sc-2316-70; (B)(4): this device as not explanted, therefore device analysis was not performed.

Event description:
A report was received that the patient was experiencing right sided pain, because the existing lead did not cover her pain. A fluoro exam confirmed the lead was placed too far to the left. The patient underwent a revision procedure wherein the lead was repositioned, and the pain area was covered. During the implant procedure to add an additional lead, the physician noted high impedances on the existing lead which occurred when the lead was connected to the splitter. Several attempts were made to clear the impedances by connecting and disconnected the lead from the splitters. The physician elected to replace the lead and the splitters. It is unclear which of the existing leads was replaced. The pain area was covered and the patient is doing well post-operatively.